Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown oxford tibial tray, unk, unk, unknown oxford femoral component, unk. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00859, 3002806535 - 2017 - 00860.

Event description:
It was reported that the patient underwent knee revision due to unknown reason. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.